Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose of 324 mg/dl. The customer reported having high blood glucose of 567 mg/dl the friday before and bolused. Customer reported their blood glucose remained high and a manual injection was administered before going to the hospital. The customer was released six hours later from the hospital. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported the meter was not sending their blood glucose to the insulin pump. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.